Manufacturer narrative:
The sales rep reported on (B)(6) 2017 that the surgeon has tried the 01.10.10.190 but prefers the 01.15.10.0038. All other cases where the 01.15.10.0038 was used had no issues. The concern with this case was the scratching of the implant but it did not affect the patient or surgery. Doctor (B)(6) wanted to pass along this information about the extractor for consideration when designing future extractors.

Event description:
When placing the stem, the instrument scratched the neck of the stem. The surgeon removed the stem and implanted a new one. There was a 10 minute delay in surgery. The surgery was completed successfully.